Event description:
The manufacturer's representative (rep) and healthcare provider (hcp) reported the patient was to have the implantable neurostimulator (ins) replaced on the day of the report, but when the pocket was opened, they discovered it was infected. The ins replacement was due to normal battery depletion. There was an unconfirmed infection at the ins site. Initially, the rep stated the pocket was infected, but then later stated the infection was not confirmed. They were surprised to find the pocket issue because the patient did not have any symptoms. They cleaned out the pocket, placed the patient on antibiotics, and would monitor the patient. The pocket was debrided and cultures were obtained. The ins battery and connecting electrodes were explanted and the new ins was not implanted. The cause of the infection was not determined as the implant was performed around two years prior. At the time of the report, the patient was still recovering. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.